Event description:
Customer reported a communication failed error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reseated connectors and reloaded software. System operates as intended.